Event description:
It was reported that the device was fractured. A 145 guidezilla was selected for use in the greater than 90% stenosed coronary vessel. During preparation, the connector between the delivery shaft and guiding wire was fractured. The procedure was completed with another of same device. No complications reported and patent is stable.

Event description:
It was reported that the device was fractured. A 145 guidezilla was selected for use in the greater than 90% stenosed coronary vessel. During preparation, the connector between the delivery shaft and guiding wire was fractured. The procedure was completed with another of same device. No complications reported and patent is stable. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a 6f guidezilla guide extension catheter. The device had dried blood and contrast inside the distal shaft (lumen). The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed a complete separation of the shaft (located at the collar), a kink in the distal shaft located 10cm from the tip, and tip damage (misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.